Event description:
On (B)(6) 2012, the reporter contacted animas, stating that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and did not clean the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/12/2015-device evaluation:the pump has been returned and evaluated by product analysis on 09/23/2015 with the following findings: during investigation, the keypad was found to be intact; no peeling or damage was observed. All of the keypad buttons responded appropriately. The complaint of the intermittently unresponsive keypad buttons was not duplicated during testing. The keypad was removed and there was no evidence of contamination on button contacts. The pump was opened and no evidence of the corrosion was observed near the keypad connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.